Event description:
The event involved a 12 cm (5") pur smallbore trifuse ext set, 3 check valves, 3 clamps, rotating luer where the customer reported that the three-tube was leaking through the non-return valve. Non-functional non-return valve. The lot has been withdrawn and test of the other catheters of the lot, also defective. Serious incident. There was a return of blood through the tube, return of medication, therefore no medication administered to the child and risk of bolus. The incident occurred during infusion, during patient use, there were no adverse events, no one was harmed, no delay in therapy, no blood loss, no unprotected exposure, the leak has not come into contact with the patient or the healthcare staff , the patient health condition was stable, the leak was cleaned according to the facility protocol and the therapy was successful, the patient received the intended dose. There is no information regarding the medication. There was patient involvement but no report of adverse events/human harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
Received five (5) new 011-h3424 trifuse ext sets for inspection. No defects or anomalies noted. Each set was tested per product specifications. Each set met performance expectations. The reported complaint could not be confirmed. Without the return of the used sample a comprehensive failure investigation cannot be performed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.